Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Customer was able to successfully load a new cartridge onto the pump. In addition, customer experienced elevated blood glucose levels (380 mg/dl). Reportedly, the customer requested assistance turning the carbohydrate feature on, and the pump settings needed to be adjusted. Customer delivered a bolus with an alternate insulin pump.